Event description:
It was reported that this right atrial (ra) lead exhibited high pacing thresholds due to a dislodgement. Lead was repositioned. Lead remains in service. No additional adverse patient effects were reported.